Event description:
Pump had no delivery alarms when the infusion set is disconnected from the quick release. The customer has been with the new pump, reservoir, and infusion set for two days with no problem. Troubleshooting was performed. Instructed customer to remove the reservoir and the infusion set and found that the plunger rod could not push the insulin out.